Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited loss of capture due to dislodgement post implant. Imaging was performed and confirmed rv lead dislodgement. During rv lead revision procedure, it was also found that the rv lead helix failed to be retracted. The rv lead was explanted and replaced. Patient condition was stable.